Event description:
It was reported that insulin was not being delivered from the cartridge. Customer¿s blood glucose level was "high", however, a specific bg value was not provided. Customer delivered a bolus, administered a manual injection, and changed infusion set to address the reported issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.